Event description:
It was reported the patient experienced nocturia and urgency "de novo". The event had not resolved to date. No further patient complications were reported in relation to this event. Related to MFR report #2183959-2013-01109.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow up report will be sent.